Event description:
The device was used during a sub-total gastrectomy procedure. The staples did not form properly at the distal end. The surgeon resected the tissue at the application site and completed the procedure without further complications. The hosp has reported that the pt's status is satisfactory.